Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer received third-party treatment of "sugar" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer received third-party treatment of "sugar" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor was found to be in sensor state 7 with event code 11, 224, and 227, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. De-cased sensor and no issues were observed upon visual inspection of the pcba (printed circuit board assembly); however, observed damage to pcba after de-casing. Extended investigation has been performed on the returned sensor. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba, observed that the sensor¿s antenna and connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate and unable to perform smu (source measurement unit) testing. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.